Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6; device code 2983-mechanical jam-foot was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the right common femoral artery was mildly calcified. The initial sheath size at time of proglide device insertion was 8f and was upsized to 14f for the procedure. Reportedly, when the foot was attempted to be retracted, resistance was felt; however, retraction of the lever was ultimately successful and no tissue damage was noted. No resistance was noted during advancement or removal of the proglide device. No additional information was provided. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 14f sheath prior to a stent grafting interventional procedure. Reportedly, when the foot was attempted to be retracted, resistance was felt. The physician opted to not continue with this device and the sutures of two new proglide devices were successfully pre-placed and the stent grafting procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures of the new devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.